Manufacturer narrative:
It was reported that the lead was explanted due to fracture on (B)(6) 2023. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hmsc recordings show noise and loss of capture as well as a drop in sensing. High impedance (>2500ohms) was seen during in-person visit. Lead currently remains implanted with no reports of adverse patient events. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported that the lead was explanted due to fracture on (B)(6) 2023 upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the inner conductor coil was found fractured in the distal end region, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of the fracture mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.